Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that sensor needles are getting bent and that she cannot get the sensor into the serter. Customer was able to get the needle hub to come out of the serter. The blood glucose reading was not known. Nothing further was reported.